Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation melted. The lead was stretched with the proximal conductor distorted and the outer insulation had a cosemetic depression noted. Lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly.

Event description:
It was reported during the implant procedure that fluid was noted in the atrial lead (model 4076), and it was replaced. The 5076 lead could not be inserted due to tightness of the veins and because the helix was not 'controllable'. It was not implanted and was replaced. No patient complications have been reported as a result of this event.